Manufacturer narrative:
(B)(4). The reported complaint of "back flow of blood and running fluid into sterile sheath covering pacing wire" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "back flow of blood and running fluid into sterile sheath covering pacing wire". Additional information states that there was no patient injury or cosnequence reported. No additional information available from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "back flow of blood and running fluid into sterile sheath covering pacing wire". Additional information states that there was no patient injury or cosnequence reported. No additional information available from the customer.